Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) alerted for an atrial arrhythmia burden. Technical services (ts) reviewed the current electrogram (egm) and advised farfield r-wave oversensing (ffos) resulting in inappropriate atrial tachy response (atr) mode switch. Ts provided troubleshooting, battery longevity update, and recommended the patient to be evaluated in-clinic for further evaluation. At this time, the crt-d system remains in service and there were no adverse patient effects reported.